Event description:
It was reported by the patient that the device is faulty. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. No lot number was provided; therefore, device history record review could not be completed. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).